Event description:
It was reported that the patient had head pain in front around the right eye since (B)(6) 2013. The patient was not getting satisfactory results and the representative added a program b. The patient was getting relief but not total blockage of pain above her eye where she normally had pain. It was noted that for the past two days, the patient had a horrible migraine and had to use pain medications. The hope was that the patient would not have to use pain medications. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).